Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted lead. Reportedly, the terminal pin on this lead get damaged by the new scrub technician. The purple funnel was being placed on the end of the lead and had not line up well and while pushing the terminal pin it bent. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted lead. Reportedly, the terminal pin on this lead get damaged by the new scrub technician. The purple funnel was being placed on the end of the lead and had not line up well and while pushing the terminal pin it bent. This lead was never in service. No adverse patient effects were reported.